Manufacturer narrative:
The operative report was received. After valve deployment ¿hemodynamics did not recover. It was clear from tee and angiogram that the left coronary artery was occluded. Multiple attempts were made to access the lm. This was unsuccessful. We attempted to place the patient on cpb. However it was not possible to place a venous sheath given an ivc filter. Given the patient¿s age, prolonged hypotension, and low probability of salvage, the decision was made to stop further intervention and the patient expired in the or¿.

Event description:
After deployment of a 29mm sapien xt valve, the patient died from a suspected left main occlusion. During the procedure, initially it was not possible to cross the native valve with an ascendra+ delivery system/sapien xt valve due to the very tight native aortic annulus with bulky severe calcification. Multiple bavs were then performed before trying again to cross the valve with the delivery system. They were still unable to cross the annulus, so the delivery system and valve were removed from the patient and discarded. A 2nd ascendra+ delivery system/sapien xt valve were prepped. They were able to cross the annulus and the valve was deployed with a final 70:30 aortic/ventricular position. However, immediately post deployment the patient decompensated. They started with CPR, pharmacological resuscitation and attempted to open the left main artery and tried to place the patient on cpb, but the patient expired despite rescue efforts. The exact cause of death is unknown. After discussion, the physicians felt that there had been a probable acute left main occlusion which could have been caused by either the severe calcification of the annulus or maybe by a possible dissection on the stj creating a flap which could have occluded the left main. The event was not thought to be associated to the xt valve final position post deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and coronary flow obstruction are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. In this case, per report it appears that the patient demise may have been caused by a possible acute occlusion of the lm coronary artery by the severe annulus calcification or by a possible dissection on the stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.